Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the meter reads high. Customer cannot recall their blood glucose reading. Customer had nausea and felt throwing up. Customer was advised to call their healthcare provider. Customer went hospital because of diabetic ketoacidosis. Customer was trying to use manual injection prior heading hospitalization. There was no further detail about the high blood glucose reading issue. Products will not be returning for analysis.